Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Please provide a picture (if available). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic left hemihepatectomy surgery, when severing the left hepatic pedicle, first attempted to fire with ec60a + ecr60w and could not fire. Then changed ecr60b reload, could not fire and could not open the jaw, removed the device and noted that the jaw damaged. Then changed to a new ec60a + ecr60b, the closure trigger was broken during the firing. Eventually, the surgeon used another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.